Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer stated that he had an issue with sleeping way too long. The customer's insulin pump was dislodged and subsequently experienced high blood glucose. The customer stated, he was not involved in an automobile accident. The customer was unaware of the exact cause of the hospitalization. The customer stated that they just wanted to perform a slow drip. The customer's most recent blood glucose at the time of the call was 164 mg/dl. The customer declined troubleshooting for his high blood glucose. Nothing further reported.